Manufacturer narrative:
(B)(4). A maquet service technician will investigate the device. A supplemental medwatch will be submitted when additional info becomes available. (B)(4).

Manufacturer narrative:
The device was investigated by a maquet technician who performed a full diagnostic check as part of the no problems could be detected on the touchscreen device during this performance maintenance. No correction was required as no problems were detected during the performance maintenance performed by the maquet technician. This complaint will be closed as no further actions are possible at this time. This is the final report for this complaint.

Event description:
(B)(4). The initial medwatch for this complaint was originally submitted on paper under MFR report# 8010762-2015-00013 and importer # 3008355164-2015-00010.

Event description:
It was reported that veno-arterial extra corporeal lung support was initiated uneventfully using a 21f femoral cannula and 19f femoral arterial cannula. One hour after initiating support the cardiohelp touch screen was not responding to touch the lower half of the screen was not accessible- it appeared to be out of the visual field of the touch screen. The perfusionist was instructed on how to "re-calibrate the screen utiliz." Safety/rotary knob techn, using simultaneous compression for 10 sec with flow zero rpm. Pt was placed on ventilator support prior to re-calibrating the screen. The cardiohelp flow was dialed down to zero rpms, pt venous and arterial lines clamped to isolate the pt from the circuit, sweep gas on blender was reduced and the recalibration process was completed successfully. Support was re-initiated successfully to 3 liters per minute flow, sweep gas on blender was titrated to previous setting, and the ventilator settings were set according to physician orders. One hour after arriving in ICU, perfusionist noted touchscreen not responding to tool bar navigation. Another re-calibration of the touchscreen was performed successfully. No reported pt effect. (B)(4).